Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in-clinic with their atrial lead exhibiting noise and myopotential over-sensing, along with under-sensing. The lead also exhibited low out-of-range pacing impedance and high capture threshold measurements. Patient had fatigue due to the issues. The lead was programmed to ventricular only mode. Patient was stable after the event.